Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left occlusion only') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2012, type of removal surgery tubal ligation. Hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and migration discrepancy noted, hyst. (Full) (interpreted as hysterectomy)- (B)(6) 2014,type of additional surgeries diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: not specified, result: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received, new reporter , patient demographic, lab data essure start stop date and event injury to herself replace with pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and migration were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded at each cornu are metallic wires suggestive of essure coils'), device breakage ('device breakage/ essure broke of and was left in the omentum') and device dislocation ('migration / left occlusion only/migration of essure device location of device: bilateral cornu: omental fat,') in a 29-year-old female patient who had essure (batch no. 846830,893013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, ovarian cyst, cervical cancer, metrorrhagia, uti, nabothian cyst, chronic cervicitis and pelvic adhesions. (B)(6)2012-surgical pathology report clinical information: migrated essure device right. Concomitant products included cefixime (flexeril) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), menorrhagia ("abnormal bleeding(menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal),") and abdominal pain lower ("lower abdominal pain") and underwent cholecystectomy ("laparoscopic cholecystectomy and foreign body"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the embedded device, device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea and cholecystectomy outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, cholecystectomy, device breakage, device dislocation, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and migration discrepancy noted in date of removal (B)(6)2012 and 15-jul-2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: unilateral occlusion (left tube occluded). Ultrasound pelvis - on (B)(6)2014: impression: normal pelvic ultrasound. Lot number: 846830 manufacturing date: 2011-03 expiration date: 2014-03. Lot number: 893013 manufacturing date: 2011-08 expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded at each cornu are metallic wires suggestive of essure coils'), device breakage ('device breakage/ essure broke of and was left in the omentum') and device dislocation ('migration / left occlusion only/migration of essure device location of device: bilateral cornu: omental fat,') in a 29-year-old female patient who had essure (batch no. 846830,893013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, ovarian cyst, cervical cancer, metrorrhagia, uti, nabothian cyst, chronic cervicitis and pelvic adhesions. (B)(6)2012-surgical pathology report clinical information: migrated essure device right. Concomitant products included cefixime (flexeril) and zolpidem tartrate (ambien). On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), menorrhagia ("abnormal bleeding(menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal),") and abdominal pain lower ("lower abdominal pain") and underwent cholecystectomy ("laparoscopic cholecystectomy and foreign body"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the embedded device, device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea and cholecystectomy outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, cholecystectomy, device breakage, device dislocation, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and migration discrepancy noted in date of removal (B)(6)2012 and (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: unilateral occlusion (left tube occluded). Ultrasound pelvis - on (B)(6)2014: impression: normal pelvic ultrasound. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs+ mr received- lot number were added. New events abnormal bleeding(vaginal), device breakage, laparoscopic cholecystectomy and foreign body, lower abdominal pain, embedded at each cornu are metallic wires suggestive of essure coils were added. Outcome of menorrhagia updated to recovering / resolving. New reporters, patient information, medical history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.